Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issues have reportedly resolved. No additional medical intervention was needed. Additional treatment details will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing pain and headaches following a MRI. The recipient was prescribed oral steroids, however, the issue did not resolve. The recipient continues to be monitored by the center.